Manufacturer narrative:
A vyaire field service representative replaced the main board and completed preventive maintenance.

Manufacturer narrative:
Vyaire medical went through event log found the vent experienced 2 transducer faults , high rate, high pip but the field service representative could not duplicate problem. They recommend to replace the main board. Also, found that the blender is leaking. Currently waiting for parts.

Event description:
The customer reported to vyaire medical that the vela ventilator was alarming transducer fault while on a patient. The customer confirmed that there was no patient harm associated with the reported event.